Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5 had failed and was showing as not registering as closed. A field service engineer proceeded to inspect the inseparable magnet and confirmed it was present; however, it was found to be dirty. The fse cleaned the inseparable magnet and then inspected the back of the inseparable latch sensor, which was noted to be misaligned and dirty as well. After cleaning and realigning the sensor, the fse had the customer recover the system and verify drawer functionality. It was confirmed that all operations functioned as expected with no further issues. The system functioned as intended after the field service engineer repaired the device.